Event description:
Overdelivery - 250cc heparin hung at 12:00, volume deliver cleared. Rate set at 5.5 ml/hr vibt set at 240 ml. At 14:15 volume delivered showed 235.9 ml and bag had 50 ml left in it.